Manufacturer narrative:
The patient¿s date of birth/age and weight are unknown. The exact date on which the patient developed the non-union is unknown. (B)(4). The original implant procedure was performed on an unknown date approximately 6 weeks prior to the revision. Per the facility, the complainant parts will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 28, 2015 - expiration date: september 30, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Also, the sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to an identified non-union. The patient was originally treated for a femur fracture approximately six (6) weeks prior via insertion of a trochanteric fixation nail advanced (tfna) construct. During the revision procedure, all of the original, intact hardware was removed and the patient was revised to a competitor's bipolar total hip implant. The procedure was completed successfully with no reports of surgical delay or additional medical intervention. Post-operatively, the patient was reportedly in stable condition. This report is 1 of 3 for (B)(4).